Manufacturer narrative:
This report is associated with MFR# 9681121-2015-00563 (lens powered -3.00). The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A report of a male patient that was diagnosed with a severe central corneal abscess (infectious corneal ulcer) with corneal edema, required admittance to the hospital for 11 days ((B)(6) 2015), and experienced permanent decrease in visual acuity (1/10) in the left eye (os) was received from an attorney. The reported event was noted to be associated with two different powered (-3.50 and -3.00) of unspecified lenses with two different product codes (lac51133593 and lac51133595). This report is associated with the lens powered -3.00. A summation of the medical information provided by the global affiliate on (B)(6) 2015 identified the product associated with the event as air optix aqua lenses. The information also indicated that the event occurred in the left eye (os). Per the summation, the patient visited the emergency room (ER) on (B)(6) 2015 and was diagnosed with a central corneal abscess. The patient returned to the ER on (B)(6) 2015 due to reoccurrence of the corneal abscess. The patient was admitted to the hospital from (B)(6) 2015, the admittance assumed to be due to reoccurrence of the corneal abscess. On (B)(6) 2015, the patient's eye care professional (ecp) indicated that the visual acuity (va) in the os was 1/10 (20/200). At which time the ecp suggested that the patient would need a corneal transplant for visual rehabilitation. Translation of the ER notes from visit on (B)(6) 2015 included a diagnosis of a central corneal abscess (1mm) and central corneal edema in os. The patient was prescribed betabioptal gel at 1 drop (gtt) three times today ((B)(6) 2015), moxifloxacin at 1gtt three times every two hours (q2h) today ((B)(6) 2015) and ciclolux at 1gtt two times today ((B)(6) 2015). The patient was also instructed to discontinue contact lens wear and to return the following monday. Translation of the notes from visit with specialist on (B)(6) 2015 included a diagnosis of microbial keratitis. An additional note of "?acanthamoeba" was also included, however, there was no confirmation of infection provided. The notes also included the following comments post infectious, for deep anterior lamellar keratoplasty (dalk) and a recommendation for a corneal transplant for visual rehabilitation. The visual acuity in the os was 1/10. Translation of the legal document indicated that after wearing the contact lenses on (B)(6) 2015, the patient visited the a&e department where he was diagnosed with a 1mm central corneal abscess and central corneal edema caused by the contact lenses. Due to persisting extremely serious conditions in the os, the patient visited numerous specialists. Additionally, due to the continuing pain on (B)(6) 2015 the patient returned to the a&e department for corneal abscess relapse. On (B)(6) 2015, the patient was urgently admitted to the hospital and remained until (B)(6) 2015 (11 days). After numerous follow up visits, further treatment, and serious problems in os, the vision reduced to 1/10 (20/200) in os. During follow up with eye specialist on(B)(6) 2015, a corneal transplant for visual rehabilitation was prescribed. Clarification on whether or not the patient underwent the recommended corneal transplant is pending at this time. No additional information was provided via legal document regarding further details of these reported events. The symptoms have resolved. Additional information has been requested, but not yet received.